Event description:
It was reported the procedure was to treat a lesion in the popliteal artery. The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment, the stent slide back to the common femoral artery and did not maintain its starting position in the proximal popliteal artery. A second supera stent was implanted to cover the target lesion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there are no other similar complaints in this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling contributed to a build-up of tension within the shaft lumens of the delivery system; thus resulting in a spring like release of the stent resulting in the reported stent migration; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.